Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range at 0.5mv (millivolts). In addition, the pacing impedance dropped the same day from 550 ohms to 450 ohms. The recorded electrograms (egms) have since recorded noise causing oversensing with pacing inhibition on this implantable pacemaker. It was recommended to have a lead assessment with a programmer. Additional information provided advised the patient was being admitted to the hospital for evaluation. The device and this rv lead remain in service. Additional information received advised this rv lead and device were explanted and replaced. Outside of the revision, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).